Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display screen was cloudy and there was moisture present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2015 with the following findings: moisture was visible in the display. The display was distorted due to the moisture damage. The battery compartment was cracked along the side of the pump. The pump case was cracked near top right corner of the display. A leak test verified that therew as a leak at the battery compartment and a crack in the case. The pump was opened and moisture damage was found on the printed circuit board.